Event description:
It was reported that a spectrum iq pump had an downstream occlusion issue at 28.89 per square inch during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.